Event description:
It was reported that the patient was experiencing a full body shock from the stimulator. It was noted that stimulator has been charge for six months and was turned off. The physician believes that the sensation was not device related but was coming from something else. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned as it discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7090644/7090986.